Manufacturer narrative:
(B)(4) follow up for device evaluation: one sample and four photos of a 1ml luer lok syringe part number 309628 were evaluated, and the syringe was found to contain two white air bubbles embedded in the barrel, confirmed across all images. This condition does not meet product specifications, and the likely root cause is the molding process, during which water particles can vaporize and become trapped within the material. A device history record review for material number 309628, lot 3354246, showed that all required in process and final inspections were completed with no related quality notifications, and the lot met acceptance criteria and was released in compliance with specifications.

Event description:
Describe any patient harm, injury, complication or negative outcome that occurred as a result of the event. Na.

Event description:
It was reported that bd syringe 1ml ll contained foreign matter. Verbatim: rcc received a complaint via email. Email(s) attached. On (B)(6) 2025 regeneron was informed of an event with eylea 8mg vial kit which was categorized with the defect fm ¿ vial interior. On (B)(6) 2025, the office staff reported the following: ¿the physician noticed a "small piece of plastic inside the vial." The suspect eylea hd is "potentially contaminated."¿ catalog: 309628. Lot: 3354246.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.